Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection and functional leak testing were performed on the returned minicap and no issues with the minicap were observed. The reported condition was not verified. As a result of the sample evaluation, the minicap is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak in gap between the female connector of a peritoneal dialysis (pd) transfer set and the connected minicap. The leak was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.